Event description:
A report was received from an asp field service engineer indicating the oil mist filter was missing. He found that the oil mist filter was emitting mist during a planned level 2 maintenance to the unit. The customer did not notice this problem. The unit was repaired and the oil mist filter will be sent to asp for further evaluation.

Manufacturer narrative:
This is capital equipment evaluated at the customer's site. Per the asp field service engineer: performed level 2 maintenance on sterrad sterilization system which included replacing the vacuum pump oil & oil mist filter. Performed baratron zero procedure. Performed system certification procedure. Ran an empty chamber test cycle. Sterrad system meets all manufacture specifications. Updated the pm counter.